Event description:
This rv lead was implanted on (B)(6) 2011 and was explanted on (B)(6) 2017 due to infection. No physician information. The health care facility was at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).